Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through the event history log. The evaluation found the motor bearing to have excessive wear with shaft end play and black material around the bearing. The root cause was not identified. The motor was replaced due to the invasive nature of the investigations.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.